Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 325cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed during an office visit. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 325cc gel breast prosthesis on (B)(6) 2022.

Manufacturer narrative:
On 10-may-2022, mentor received additional information about the event: it was previously reported that the patient¿s left breast capsular contracture was baker grade iii. New information received states that the capsular contracture is baker grade IV. It was reported that on (B)(6) 2022, the patient¿s right breast prosthesis was removed and then re-implanted in the breast pocket. Mentor devices are single use and re-implantation is contraindicated in the IFU. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-apr-2022, the mentor failure analysis lab received the device for evaluation. Additionally, an updated implantation date of 09-mar-2022 was reported. On 02-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).